Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted irregular balloon burst. No pieces of sac were missing. User had misused the catheter for a different purpose, which was as a g-tube and had also inflated the balloon above recommended volume. Over-inflation of the balloon can result in a burst balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿"single patient use only. Do not reuse. Do not resterilize. For urological use only." Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Recommended inflation capacities: 5cc balloon: use 10cc sterile water". (B)(4).

Event description:
It was reported that the foley balloon burst. The complainant had allegedly been using the foley catheter as a g-tube, had filled it with 6 cc of "tap water," and had used aquaphor as a lubricant. The foley catheter had reportedly been in place for two hours prior to the balloon bursting. The complainant reported that no pieces were missing upon removal of the foley catheter. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley balloon burst. The complainant had allegedly been using the foley catheter as a g-tube, had filled it with 6 cc of "tap water," and had used aquaphor as a lubricant. The foley catheter had reportedly been in place for two hours prior to the balloon bursting. The complainant reported that no pieces were missing upon removal of the foley catheter. No medical intervention was reported.